Manufacturer narrative:
A document and records review was performed of the reported lot. The device history records review included: quality audit, production, micro, and raw materials. This assessment found no anomalies that may have contributed to the reported issue; therefore, the complaint could not be confirmed. Complaint sample was not returned therefore, a product evaluation could not be performed. Inspection activities to identify flaws to the device components are already in place at the manufacturing site. Production history of lot code referred shows device was manufactured within specification requirements. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a piece of the applicator was expelled after intercourse. She visited her physician on (B)(6) 2013 and he indicated that she sustained a vaginal cut with inflammation. Her physician did not prescribe medication and suggested that she wait 10 days to allow the cut to heal on its own.